Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 32 events were originally reported for this failure mode during the reporting quarter. 33 events should have been reported; 1 event was inadvertently excluded. - 33 reported events are included in this follow-up record. Product return status 26 devices were received. 6 devices were not available for evaluation. 1 device investigation type has not yet been determined. Event confirmation status 5 reported events were confirmed. 21 reported events were not confirmed. Evaluation results 13 devices were found to be affected by corrosion. 9 devices were found to be affected by a lubrication problem. 4 devices had no problem found.

Event description:
This report summarizes <noe> 33 </noe> malfunction events in which the device reportedly overheated. 28 events had no patient involvement; no patient impact. 5 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 33 previously reported events are included in this follow-up record. Product return status: 27 devices were received. 6 devices were not available for evaluation.

Event description:
This report summarizes 33 malfunction events in which the device reportedly overheated. 28 events had no patient involvement; no patient impact. 5 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 32 events were reported for this quarter. Product return status: 20 devices were received. 12 device investigation types have not yet been determined. Event confirmation status: 4 reported events were confirmed. 16 reported events were not confirmed. Evaluation results: 11 devices were found to be affected by corrosion. 5 devices were found to be affected by a lubrication problem. 4 devices had no problem found. Additional information: 32 devices were not labeled for single-use. 32 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 32 </noe> malfunction events in which the device reportedly overheated. 27 events had no patient involvement; no patient impact. 5 events had patient involvement; no patient impact.